Event description:
It was reported that this was a vessel closure of an unknown vessel using three proglide relative to an unspecified procedure. Reportedly, the devices did not work properly. An unspecified method was used to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in event are filed under separate manufacturing report numbers.

Event description:
It was reported that this was a vessel closure of an unknown vessel using three proglide relative to an unspecified procedure. Reportedly, the devices did not work properly. An unspecified method was used to achieve hemostasis. There was no adverse patient sequela. Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of a common femoral artery using three proglide after a percutaneous coronary intervention with a 6f sheath. No imaging was performed of the access site prior to proglide use. Reportedly, after step 3, removing the plunger, the sutures did not come out for the three devices. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 3190 removed and 1142/needle to cuff miss added.